Event description:
It was reported that during a sleeve gastrectomy procedure, the scrub tech loaded the device and handed to the surgeon. The surgeon inserted the device and reported that something did not feel right so he removed the device from the patient and fired it on the back table. It was unknown what the surgeon meant by "device did not feel right". When firing outside the patient, some of the middle staples did not fire from the cartridge. This occurred on the first firing with a green reload. There was no buttressing being used. Another device and cartridge were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.